Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmologist reported that four days following an intraocular lens (iol) implant procedure, the patient experienced poor vision at distance. The patient reported one month post-op that near and distance vision was still poor and also noticed a film like covering. The patient also experience halos at night while driving and felt uncomfortable. The iol was exchanged for another lens with half a diopter more power five weeks after the initial implantation. The patient is satisfied and can see clearly following the procedure.

Manufacturer narrative:
Product evaluation: the lens was returned in a different manufacturers lens case. Solution is dried on the lens. One haptic is broken in the gusset area (returned). The other haptic is bent in the gusset and distal area. The optic has scuff marks and multiple small split/cracks from edge past center of the optic on the anterior and posterior sides of the optic. This damage appears to be in the shape of an instrument used to grasp the lens. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed documentation indicated the product met release criteria. A qualified associated product was indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the 24.0 diopter lens model was replaced with a competitors 24.5 d lens model. Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).